Event description:
It was reported that the shaft break occurred. The patient presented with coronary artery disease (cad). A 2.00mm x 12mm emerge balloon catheter was used for dilatation. However, the shaft of the device snapped during insertion. The device was replaced, and the procedure was successfully completed. There were no patient complications nor injuries reported.